Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition could not be verified or refuted. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a clearlink system continu-flo solution set. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.